Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, flail, and prolapsed leaflet. A steerable guide catheter (sgc) was inserted into the anatomy. However, while removing the dilator, aspiration was performed but did not work and drew air. Troubleshooting was performed, and aspiration was successful. A mitraclip xtw was inserted without issues. However, difficulties with imaging occurred and difficulties steering the clip to the valve occurred, and the clip got stuck on the roof of the left atrium, causing a perforation. The patient's blood pressure dropped to 60/30mmhg. A pericardial effusion was noted, and the clip was removed from the patient. A pericardiocentesis was performed to treat the pericardial effusion and the blood pressure returned to baseline, and the patient was reported to be fine again. The procedure was discontinued with no clips were implanted. There was no clinically significant delay in the procedure. The patient received prolonged hospitalization.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning and difficult removal appear to be related to a combination of challenging patient anatomy (large aortic valve affected transeptal puncture and imaging) and procedural conditions (poor imaging during transseptal puncture, transseptal puncture affected clip position). The reported pericardial effusion is a cascading event of the difficult removal. The reported poor imaging is related to patient anatomy (larger aortic valve affected imaging). The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.